Event description:
It was reported that during intra-aortic balloon (iab) procedure, it was noted that the wire was unable to pass through the balloon in the cath lab. As a result, the iab was removed and no other iab was inserted. There was a report of patient death. Dr. Bingjie xia made the medical judgment that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the "catheter could not pass through the sheath" is not able to be confirmed. The sheath in question was not returned for the investigation. An iabc sample was received for the investigation with no damage or abnormalities noted. The returned device passed dimensional and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) procedure, it was noted that the wire was unable to pass through the balloon in the cath lab. As a result, the iab was removed and no other iab was inserted. There was a report of patient death. Dr. Bingjie xia made the medical judgment that the device did not cause or contribute to the patient's death.